Event description:
It was reported that during a da vinci si hysterectomy procedure, that the insert of harmonic ace insert instrument would not work. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation. Complaint of the insert not working is confirmed with the following clarification. Upon visual inspection, failure analysis observed that the harmonic ace insert teflon pad was missing from the clamp arm. The instrument likely did not function as a result of the missing teflon pad. Evidence not conclusive, but damage to insert is likely due to mishandling/misuse. No other damage found. The da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings - avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the teflon pad found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.